Event description:
Zimmer biomet reverse cup shoulder broken apart and I had 5 surgeries to fix and replace. I developed severe infection. Zimmer biomet shoulder came apart: piece found floating in shoulder. Dislocated several times which required revision surgery. Developed severe infection. I had 5 surgeries in 8 weeks.